Event description:
Customer called to report that the insulin pump may have been exposed to x-ray at the airport. Customer's blood glucose reading was 512 mg/dl. Advised customer to remove, reinstate, and rewind reservoir and run a manual prime with the current infusion set. Customer stated that insulin did exit at the quick release. Customer is going to continue to monitor the pump. Replacement product is being sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.